Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due downstream occlusion sensor is defective. As a result, the sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer reported that the pump was taken out to be tested it keeps giving cassette not attached properly message. There was no reported patient involvement with no reported patient harm. Evaluation of the returned device identifies downstream occlusion sensor is defective.